Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4). This complaint was involved with 3 devices. Device 1 is being reported under MDR 2247858-2018-00096. Device 2 is being reported under MDR 2247858-2018-00097. Device 3 is being reported under MDR 2247858-2018-00098.

Event description:
"(B)(6)'s e-mail sent to (B)(4) (bolton export manager)on (B)(6) 2015: "we have a patient who was stented a couple of months ago and in recent weeks we have been informed that the graft completely occluded, in reviewing pre op and post scans there doesn't seem to be any issue regarding the device but we cannot see any reason as to why this has blocked. The patient has since had an ax-bifem and is doing good. We have been asked by the hospital to review the discs and to potentially report this to the relevant authority. It doesn't seem to be any issue with the device but as always I believe it's best to have all bases covered." (B)(6)'s responses to our questions in his e-mail on (B)(6) 2015: is the graft going to be explanted? If so, is it possible to get it back? "The graft will not be explanted, the patient has had an ax-bi fem done." Do you know what part of the graft was occluded? In other words, was it the body of the bifurcate or was it the legs? "From the images, the graft seems to be occluded from around 1cm down into the neck." Do we know when the graft was implanted/ when the occlusion was detected? "The graft was implanted on the (B)(6) 2015 and detected some six months later." Patient outcome: "the patient has since had an ax-bifem and is doing good."